Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(6).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the pt experienced blurry vision and the iol was explanted. Upon removal of the iol the proximal haptic and the optic were removed. The distal haptic was amputated and remains in the eye. Add'l info was received from an individual, who reported that the iol was replaced with a different iol model a half a diopter difference in power. Add'l info has been requested.